Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross connect for faradrive kit was selected for use. When attempting for transseptal access, the left sided access was lost. Hence, the dilator was re-inserted using a non-boston scientific mechanical guidewire however the attempt failed. Then, the rf pigtail wire was used. It was noted that while attempting to insert the pigtail wire, the coating near the tip of pigtail wire was sheeting off. Hence, the versacross kit was replaced and the procedure was completed successfully. No patient complications occurred. It was also mentioned that the dilator hub/connector was damaged/defective. The device has been received for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected and found that is luer lock was broken off. No other damage was noted. Therefore, the reported allegation of broken hub was confirmed.